Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated manufacturer report #3005099803-2012-02456 pertains to the other device. It was reported to boston scientific corporation that a solyx single incision sling system was implanted during a procedure on (B)(6) 2009. According to the complainant, the patient experienced pain in her left leg, dyspareunia, abdominal pain, pelvic pain, vaginal pain, and mesh erosion. The mesh erosion was discovered on (B)(6) 2010, but it was also discovered that the patient had breast cancer so she was unable to undergo surgery to remove the eroded mesh at that time (specifics unknown). Reportedly, the patient underwent mesh excision surgery on (B)(6) 2010 (specifics unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable.